Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noise and high shock impedance. The noise could be reproduced through isometrics. No therapy delivery issues or symptoms were reported. The physician elected to cap and surgically abandon this lead, and implanted a different model lead without reported complication.